Event description:
It was reported during implant that the right ventricular lead dislodged. The lead was exchanged, and the procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.